Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow up CT scan of the patient's abdomen and pelvis showed the endurant limb from right side had pulled back into aneurysm resulting in a type ib endoleak from the ipsi lateral limb pulling out if the right common iliac. The endoleak was associated with distal end of the (B)(4). The patient was treated. The physician cannulated the right limb from the right groin and placed a 16x13x156 from the right external into the existing limb of the bifurcated graft. The physician then placed a bridging stent, a 16x16x82, from the flow divider into the 16x13x156 limb extension. The physician then sealed both proximally and distally successfully. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the exact cause of right limb had pulled back into the aneurysm resulting in a type ib endoleak could not be conclusively determined from the pre-implant 3d recon report provided. The films during implant and post implant were not returned for review. The anatomy information at the time of the event was not provided. The pre-implant 3d recon report showed that the right common iliac artery was moderately tortuous and calcified. It is possible that implanting the limb in a tortuous and calcified artery may have contributed. It is also possible that patient morphology changes over time may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.